Manufacturer narrative:
This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement, this chronic implantable defibrillation lead exhibited a high out of range shock impedance measurement when connected to the replacement device. The programmed configuration was changed to rv coil to can and acceptable shock impedance measurements were observed. No adverse patient effects were reported.